Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leakage occurred from the drainage tube due to the damage around the back of the flash port on the 12th day of use. Per follow-up information received via ibc on 20jan2022, it was stated that leak from the drainage tube was due to the damage in the flash port and impact to the patient was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leakage occurred from the drainage tube due to the damage around the back of the flash port on the 12th day of use. Per follow-up information received via ibc on (B)(6) 2022, it was stated that leak from the drainage tube was due to the damage in the flash port and impact to the patient was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "non appropriate material handling". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because instruction for use could not have prevented the reported failure. The device was not returned

Event description:
It was reported that the leakage occurred from the drainage tube due to the damage around the back of the flash port on the 12th day of use. Per follow-up information received via ibc on 20jan2022, it was stated that leak from the drainage tube was due to the damage in the flash port and impact to the patient was unknown.